Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Event description:
The customer called technical support (ts) reporting that the device was displaying machine and proximal pressure sensors failed (error code 1007). The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer already tried the cable, da pcba to mc pcbe, da pcba, mc pcba, pm pcba, and need the right part number for the cpu pcba. He had the cpu software 3.00, but it is not available yet. The rse provided part ID for cpu pcba and software 2.30. The customer replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests.

Manufacturer narrative:
Patient/user involvement: the customer reported there was no patient involvement at the time the issue was discovered as the error occurred upon turning on the device prior to patient use.